Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken plug strap, a curved opening on the posterior, crease fold, and white calcification on the outer side of the device. Leak test and microscopic analysis was performed which identified: sharp opening and a break on the posterior and plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening and broken on posterior and plug strap assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported and healthcare professional confirmed "left side deflation and bilateral exchange from textured to smooth breast implants due concern with the product." Device remains implanted.